Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was mentioned by a customer that a patient may have moved and the capsular bag may have broken. The event occurred when inserting the lens into the eye. When contacted for additional information, the customer mentioned that there was no patient injury and that no additional details regarding this event were available. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation?: yes. Returned to manufacturer on: 10/3/2016. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer and the lens has residues of viscoelastics. Visual inspection at 10x microscope magnification was performed and the lens edges are smooth including the haptics. There is no indication that the issue reported is related to the lens quality. The complaint reported could not be verified. Manufacturing records review: the manufacturing process record was evaluated. There were no related nonconformance reports. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.